Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. When the first handpiece was plugged into the motor drive unit, it would not rotate. A second device was used and it would not stop rotating. There was no adverse patient consequence. Additional information was requested.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. The device was visually and functionally evaluated. The sub-chassis was bent causing the motor assembly to sit at an angle, and thus causing the motor assembly to intermittently fail to rotate the cutter. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.